Manufacturer narrative:
The reported event that the expiration date on the barcode does not match the expiration date on the label could be confirmed with the provided pictures. Based on the investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by a human error. This product is part of the assets stryker bought from the company small bone innovations in 2015. This product was labeled at a time when the labeling specifications did not yet match stryker distribution requirements. It did not have a barcode on it. To facilitate the distribution sites organization, it has been decided to rework the batch to add an additional label with a barcode on the packaging. During this rework process, an incorrect expiration date has been coded into the barcode (2021-08-01 instead of 2021-09-01). No risk has been identified since the correct expiration date is written on the label and since there is no risk of implanting an expired product (expiration date coded shorter than the correct one). A review of the labeling did not indicate any abnormalities. A new nc has been raised to address this and any potential action to be taken will be determined within the investigation of this non conformance. Device was not returned.

Event description:
In in-coming inspection at distribution, it was found that the expiration date on the barcode and the label did not correspond. (Barcode: 2021-08-01 / label:2021-09-01) this event was found on 4 units, lot#z0346 received.